Event description:
Customer reports obtaining results of 58mg/dl and 96mg/dl within 1 minute on the same device. Customer reports that she did not take her insulin due to the low results. No adverse event reported due to customer's actions. No treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.